Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. A segment of suture was protuding from underneath the paper cover and extending away from the tray. The suture segment extended to the seal area and was caught in the chevron portion of the seal. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that on (B)(6) 2013, the end of the suture had been caught in the tyvek seal area before use. The product was not used on a patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.